Event description:
(B)(4). The first time I thought it could be my essure. I was bleeding so bad I almost passed out but had called for 911 I was given fluids by IV and give a script for provera pill form. That I used for 9 months I had on going mental health issues bipolar, major anxiety. I'm on disability because of my bipolar now and my hospitalizations. I've had pain so bad pms I've had to go to the hospital because I feel something is wrong. I've had two different times I've had positive pregnancy tests and been a week late and no pregnancy. I feel I was not properly informed of what this device was. I have a nickel allergy since I was little. I'm hopeful to have this removed asap.